Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up and upon interrogation, lead noise was observed on the pace/sense portion of the lead. The noise was reproducible, the sensing had significantly dropped, and capture thresholds had doubled. The lead was explanted and replaced with no complications during the procedure. It was also noted that an insulation anomaly under the suture sleeve was observed. The patient was doing well at the conclusion of the procedure.